Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Handle red button broke off during impaction and the femoral impactor either cracked (divided) or small parts. Now, this occurs frequently. Ds has to take an initiative to solve these problems. We claim full credit for these items.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.